Event description:
System error 2240 message appeared on the display of the home patient's machine. Patient disconnected from patient line dwell 3 of 4 of their automated peritoneal dialysis therapy to eat dinner. After dinner the patient stated they connected the patient line to the catheter and powered the machine off and on. At this time the home patient called for assistance. Service assisted the home patient to close catheter and clamps and to power machine off/on. The heater bag was 1/2 full, the supply bag was empty. The two unused lines were capped and clamped. The machine recorded idv 1846ml. Service advised patient to contact their nurse and to start over with a new setup, cb dwell 2/4 to end therapy. No report of injury was made at time of initial report.